Event description:
It was reported that this left bundle branch (lbb) lead was explanted due to unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this left bundle branch (lbb) lead was explanted due to unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicated that this lead was explanted due to dislodgement. Also, this lead was kept by the implanting hospital. No additional adverse patient effects were reported.